Event description:
The surgeon had the upper portion of the scissors blade leaning on the side wall of the pt's mouth causing a burn. He also burned the outside corner of the pt's mouth. No treatment was rendered while the pt was in the recovery room and was discharged one day after surgery.